Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during preparation for an unspecified procedure, a guide wire tip unraveled. During preparation and while shaping the tip of a 15/5 starter guide wire, the tip of the guide wire unraveled. The procedure was completed with another of the same device. No patient involvement occurred. Returned device analysis revealed a safety ribbon wire fracture.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed tensile overload of the safety ribbon wire proximal of the distal tip weld. The device was photographed before and after stretching the coils immediately proximal of the distal tip weld and in the region of the proximal aspect of the safety ribbon wire fracture. Microscopic examination of the fracture region indicates a ductile tensile overload fracture with torsional loads occurred approximately 0.15mm from the distal tip weld. The device presents a kink located 1.20 to 1.35cm from the distal tip, suggestive of a prolapse condition; the device does present a bend located approximately 0.75 to 2.20cm proximal of the ribbon wire fracture; consistent with a manually shaped tip region. The device also presents deposits of apparent dried blood like material between the coil wraps at the distal tip, within the lumen of the coils and on the safety ribbon wire in the vicinity of the fracture. No other damage noted to the device at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).